Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no images or photos have been made available to the manufacturer. Conclusion: the investigation is inconclusive for the alleged unsuccessful retrieval attempt. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings: note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that some time post vena cava filter deployment, an attempt to retrieve the vena cava filter was unsuccessful. No other attempts to retrieve the filter were reported. No other pertinent patient or medical information was provided leading up to or surrounding this event. The patient status was not provided

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical records review: the patient with history of deep vein thrombosis and pulmonary embolism had a vena cava filter deployed in the infrarenal inferior vena cava without complication. Approximately seven months post filter deployment, during scheduled filter retrieval, an attempt was made with a snare device to capture the filter; however, it was noted the hook was probably endothelialized. Multiple attempts were made in an attempt to pull the filter off the cava wall but were unsuccessful. The decision was made not to proceed further. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately seven months post filter deployment, an attempt was made with a snare device to capture the filter; however, it was noted that the filter hook was probably endothelialized. Multiple attempts were made to move the filter and it was decided to open the filter using multiple techniques in an attempt to pull the filter off the wall. After multiple attempts, the decision was made not to proceed further. The filter remained implanted at the end of the retrieval attempt. Therefore, based on the provided medical records, the investigation is confirmed for retrieval attempts. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings: note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Date rec¿d by MFR.

Event description:
It was reported that some time post vena cava filter deployment, an attempt to retrieve the vena cava filter was unsuccessful. No other attempts to retrieve the filter were reported. No other pertinent patient or medical information was provided leading up to or surrounding this event. The patient status was not provided. New information received: it was reported that approximately seven months post vena cava filter deployment, an attempt to retrieve the filter was unsuccessful. No further information was received. Patient status was not provided. New information received: it was reported through the litigation process that a vena cava filter was deployed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter became embedded. The filter was not removed after an attempted but unsuccessful percutaneous removal procedure. There was no reported patient injury.

Manufacturer narrative:
No medical images have been made available to the manufacturer. Medical records were provided and reviewed. As the lot number for the device was not provided, a review of the device history records will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical records review: the patient with history of deep vein thrombosis and pulmonary embolism had a vena cava filter deployed in the infrarenal inferior vena cava without complication. Approximately seven months post filter deployment, during scheduled filter retrieval, an attempt was made with a snare device to capture the filter; however, it was noted the hook was probably endothelialized. Multiple attempts were made in an attempt to pull the filter off the cava wall but were unsuccessful. The decision was made not to proceed further.

Event description:
It was reported that some time post vena cava filter deployment, an attempt to retrieve the vena cava filter was unsuccessful. No other attempts to retrieve the filter were reported. No other pertinent patient or medical information was provided leading up to or surrounding this event. The patient status was not provided. New information received: it was reported that approximately seven months post vena cava filter deployment, an attempt to retrieve the filter was unsuccessful. No further information was received. Patient status was not provided. New information received: it was reported through the litigation process that a vena cava filter was deployed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter became embedded. The filter was not removed after an attempted but unsuccessful percutaneous removal procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no images or photos have been made available to the manufacturer. Conclusion: the device was not returned. Images and medical records were not provided. The investigation is inconclusive for the alleged unsuccessful retrieval attempt. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings: note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Additional information: date received by manufacturer; type of report - MDR; type of MDR report - follow-up #. Updated: event description; other relevant history; brand name; catalog #. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that some time post vena cava filter deployment, an attempt to retrieve the vena cava filter was unsuccessful. No other attempts to retrieve the filter were reported. No other pertinent patient or medical information was provided leading up to or surrounding this event. The patient status was not provided. New information received: it was reported that approximately seven months post vena cava filter deployment, an attempt to retrieve the filter was unsuccessful. No further information was received. Patient status was not provided.